Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass.

Event description:
The customer reported via phone call that the insulin pump had crack on the right side bottom to the midline on the side of the battery compartment and along the bottom. Customer¿s blood glucose level was unknown. The insulin pump box was damaged and was white. The device will be returned for analysis.